Manufacturer narrative:
(B)(4). The customer reported that edits to an order affect interventions which are earlier than the current time (effective time). No pt harm was reported philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that edits to an order affect interventions which are earlier than the current time (effective time). No pt harm was reported.